Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient had infection at the device implant pocket. The infection was not related to an abbott's device. The left ventricular (lv) lead was noted to have also eroded. The lead was explanted due to the infection. Leadless pacemaker system was implanted. The patient was in stable condition.